Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Customer then loaded insulin and the cartridge began to leak. Blood glucose level was 230 mg/dl. Reportedly, a new cartridge was loaded to address the issue.